Event description:
It was reported that a user experienced hyperglycemia while the cgm was not connected to the ilet, with a highest blood glucose of 334 mg/dl and elevated levels lasting a couple of hours; after guidance, the cgm was paired and the user was advised on monitoring and troubleshooting. Symptoms included headache. Outcomes included no need for medical intervention, no assistance from others, no backup therapy use, and no ketone testing. Investigation included technical troubleshooting and user education. Investigation of this case revealed an undetermined cause related to cgm disconnection at the time of the event. It was concluded that the event involved hyperglycemia with cause unclear and that device function could not be fully assessed without return. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.